Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear at the union between the patch and shell. A microscopic examination was performed and the cause of the tear could not be identified. As the authorization form for examination was not received, the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor tissue expander and a 550cc mentor tissue expander placed experienced bilateral deflation post procedure. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-03645 for contralateral prosthesis report.